Event description:
It was reported that during an implant attempt, the device was not pacing properly when connected to the leads. The leads were disconnected from the device and tested with the analyzer; lead measurements were good. The device was then reconnected to the leads but was again not pacing properly. The device was removed and a different device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.